Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 experienced a hypoglycemic event, with the lowest reported sensor glucose of 62 mg/dl and a confirmatory meter value of 66 mg/dl, lasting about 30 minutes; the user treated with oral glucose gel tabs and glucose subsequently trended up to 87 mg/dl, and the event followed a recent supply change and cheese intake with no recent exercise deviation or external insulin. Symptoms included feeling warm consistent with flushing. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings and insufficient information to attribute the event to a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.